Event description:
It was reported that the tip broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: tip broke. Probable root cause: deformed cutter teeth; incorrect gap between cutter/housing no/minimal clearance between cutter and housing; excessive run out; excessive wear/gall; incorrect diamond grit size/ type. Inadequate coating process. H3 other text : 81.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke during the procedure. All pieces were retrieved.